Event description:
On follow up it was reported the leak was noticed middle of the surgery. The emg tube begun to lose air after the surgery started (approximately 4 hours). The emg tube, cuff, and inflation set were tested before intubating the patient to make sure everything was working as intended. The pressure inside the cuff was controlled constantly during the procedure. The anesthesiologist was alerted by listening to the alarms on the anesthesia table, it indicated that something was happening- cuff leak. The tube came out of the patient on its own when the anesthesiologist raised the cephalic field, he got knowledge that the tube had come out of the patient. There was no impact to the patient other than having to reintubate with a new tube immediately, no other interventions were required. It was unknown how much air was used to inflate the cuff. The patient was re positioned during the procedure but the ball was insufflated once the surgical position is set.

Manufacturer narrative:
H3: analysis results were not available as of the date of this  report.  A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 the product analysis result indicates that there was a residue consistent with biological contaminants on the device. A syringe was used to inflate the cuff with 15cc of air, and it leaks out immediately. Under magnification, it was determined there was a 0.05" puncture in the cuff with abrasions in the surrounding area. The puncture location was on the proximal side of the cuff and perpendicular to the main tube. The product instructions require manufacturing to perform cuff inflation and leak test during production. The extent of the observed damage would have likely been detected if present during production. The product information and instructions direct the user to test the cuff for leakage with 15cc to 20cc of air during preparation which would have likely been detected if present during preparation. A review of the global complaint data showed no other complaints about this lot number. The information most likely indicates inadvertent damage during handling and intubation, consistent with the reported details. The most likely reason for the leak not being detected right after intubation was the puncture being covered/blocked; once the patient was shifted/moved, the tube most likely shifted, causing air to escape. H6: additional information suggest that fdm b21 , fdr c21 and fdc d16 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the anesthesiologist that during a procedure for central and left lateral relapse of thyroid cancer, the patient was intubated successfully; after approximately 4 hours the emg tube presented with a leak and came out of the patient. The patient was reintubated and the procedure was successfully completed. The patient had injury.